Event description:
It was reported that the user experienced multiple low glucose events overnight with a documented nadir of 53 mg/dl while using the ilet with a freestyle libre 3 plus sensor and also reported sensor error alerts and perceived underreporting of lows on device reports. Symptoms included hypoglycemia with nervousness and vision changes, and the user self-treated with oral glucose. Outcomes included transient impairment that resolved with treatment, and no hospitalization occurred. Investigation included troubleshooting and education on hypoglycemia management, sensor error implications for data accuracy, and guidance on infusion set and cartridge management following an insulin set alert. Investigation of this case revealed that the cause of hypoglycemia was unclear, with contributory factors including sensor error alerts that could lead to inaccurate glucose data and delayed supply changes after an insulin set alert. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.